Manufacturer narrative:
Exemption e2015054. (B)(4). Four complaints were received during this report period. Of these, 3 were not returned for evaluation. One was determined to be misapplication. All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 4 malfunction events which are associated with undesired damage or breakage of those materials used in device construction. These reports were received from various sources. Patient information was not confirmed for these events.